Event description:
It was reported that during a laser ureteroscopy procedure, the physician was using the laser fiber, and it broke. Another fiber was used to complete the procedure. There was no patient complication.